Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that a total of 4 patients with pathological fractures with pain due to metastatic spinal tumors unde rwent bkp (balloon kyphoplasty procedures). Cement leakage was found in one patient as a complication however; development of neurological symptom was not observed. No further complicaitons were reported.